Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with automated peritoneal dialysis (apd) therapy which caused peritonitis manifested as abdominal pain and cloudy effluent. The break in aseptic technique was further described as patient did not wear a mask while performing pd (peritoneal dialysis) therapy. On an unreported date, the patient was hospitalized for the event. On the same day as onset, the patient began treatment for peritonitis with cefazolin ip-interperitoneally (2 grams every 2 days). Three days after onset, the patient recovered from the abdominal pain and cloudy fluid. At the time of this report, cefazolin therapy was ongoing. At the time of this report, the peritonitis was resolving, the patient was recovering from the peritonitis, and dianeal therapy was ongoing. No additional information is available at this time.